Event description:
It was reported, during preparation of the, device was turned on and it blow the fuse of the hospital.

Manufacturer narrative:
Device was not evaluated due to sample was not returned for investigation. (B)(4).

Manufacturer narrative:
(B)(4).